Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? In situ adenocarcinoma on the upper lobe of left lung were any difficulties experienced with device during initial procedure? No . Was this the first firing of device? No, 2nd firing. Were any unusual noises heard? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Was the artery skeletonized prior to stapling? Yes. Please explain what is meant by only one side stapled well. It can be seen that only one side is bleeding and without staples, while the other side with complete staple line. Were malformed staples noted? No. In regard to the statement ¿only one side stapled well¿, which side had the issue? Left side what is the current patient status? Fully recovered.

Event description:
It was reported that during the endoscopic lobectomy, when severing pulmonary artery, after fired, noted bleeding (about 1000ml blood) and the patient had blood transfusion. The laparoscopic surgery was converted to open surgery. Suture was used to oversew and stop bleeding. The surgery delayed about 90 minutes. Customer feedback that only one side stapled well. The patient is stable.